Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_ 12.6 implantable collamer lens of diopter -8.50/1.5/031 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. The patient experienced an excessive vault and refractive surprise. The lens remains implanted. The reporter indicated the cause of the event is unknown. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with residue and debris on the product. Visual inspection found the lens was returned in pieces- unable to evaluate. Unable to perform a dimensional and refractive inspection due to significant lens damage. Correction: h11- manufacturer narrative: "secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation." And "each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter." Should be added. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 12.6mm vticm5_ 12.6 implantable collamer lens of diopter -8.50/1.5/031 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. The patient experienced an excessive vault and refractive surprise. On (B)(6) 2024 the lens was exchanged with the a different model; shorter length lens and the problem was resolved. Additional information provided: "patient is happy". The reporter indicated the cause of the event is unknown. H11- health effect- impact code (f): "2199" should be removed and "4629" should be added. H11- medical device problem code (a): "3189" should be removed and "2993" should be added. (B)(4).